Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a damaged rail. A field service engineer (fse) found a frame and cage misalignment that prevented the drawer from opening fully, requiring it to be forced open. The frame was misaligned, and the slide members were not properly on track. The fse replaced the enhanced half-height auxiliary drawer 5 due to damaged rails. Diagnostics testing was performed successfully, and the customer tested the station in the medical application with normal operation confirmed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user reported damaged rail. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.